Manufacturer narrative:
The reported device was discarded at the facility; therefore, an evaluation was not performed. The complaint is not able to be verified. A likely cause for the alleged failure is the bur was being used in a dry environment or without fluid flow. A two-year historical complaint review revealed four similar complaints have been received for this device family. (B)(4). A risk analysis was performed and found to be acceptable. Manufacturing documents were unable to be reviewed as the lot number was not provided by the customer. The instructions for use advise the customer of the following. -do no run the shaver blade or bur without fluid flow as this may cause damage to the handpiece or bur hub to melt. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported during a distal tricep repair, the h9101 4.0 mm sterling bur used in a d9824 handpiece melted. A retractor was being used alongside of the bur, however, they did not make contact. When the melting was observed, the bur was discarded and a 4.8 mm cuda blade was used to complete the procedure. No patient injury or surgical delay was reported. No part of the melted device fell into the surgical site. This report is raised on the basis of a reported device malfunction with potential for patient injury with recurrence.